Event description:
It was reported that the patient faced multiple sets are not sticking due to perspiration from sports event on (B)(6) 2026.

Manufacturer narrative:
Initial 1 of 2. E1: patient city: (B)(6). Patient country: belgium. E1: name: medtronic minimed, street: 18000 devonshire street, city: northridge, state: ca, zip code: 91325. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.